Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field engineer arrived at the warehouse and observed the 23062 ergo1 fault on the surgeon side console (ssc). The vertical motor module was replaced, which resolved the issue, and the system was tested without errors. The unit was subsequently returned for failure analysis, where the error 23062 was confirmed in the recorded logs. Further inspection isolated the issue to the column/vertical motor module, and attempts to calibrate the system replicated the reported fault.

Event description:
It was reported that during training/demo with the da vinci 5 system, an ergo fault was observed on the surgeon side console (ssc). The issue was initially reported when the ssc on the mobile system repeatedly displayed a fault related to the ergo function, specifically indicating a problem with the column/vertical motor or cable. The customer attempted to resolve the issue by retrying and power cycling the system several times, but the error persisted. Technical support was contacted to coordinate further troubleshooting and repair, and arrangements were made to address the fault during the system's transit and scheduled events. The customer reported event has no report of patient injury.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. Performed visual inspection and found no problem related to reported issue. Verified error 23062 in lighthouse/aperture and installed on an internal test system. Attempted to calibrate and replicated reported 23062 fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to an electrical issue with the vertical axis motor module. This issue may be resolved by fse service to replace the vertical axis motor module.

Event description:
Refer to h11 for follow-up information.